Event description:
As reported by an affiliate, a 6f vista brite tip guiding catheter hub fell off when it was being connected to another unk device during prep. The catheter appeared normal prior to use and had not been manipulated. Another catheter was used to complete the procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Add'l info will be submitted within 30 days of receipt.